Event description:
Caller reported occlusion alarms. There was no reported impact on the customer¿s blood glucose level. No additional information was available regarding the outcome of the event as the call was disconnected and follow-up attempts by technical support were unsuccessful.